Manufacturer narrative:
No phaco tip was returned for evaluation for the report of balance tip is broken; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Three photos attached to the parent complaint were reviewed by the investigation site. Photo 1: contains a phaco tip in two pieces, one piece with the thread-flange-cone-cannula region and other piece with bend-cannula bevel region. Photo 2: contains same components as photo 1 in a different view-direction. Photo 3: contains same components as photo 1 placed together as one piece. The report of broken tip is confirmed based on the photo provided with the complaint. Because a sample was not returned and not lot number was identified with the complaint, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the cataract procedure was very hard and during quadrant removal the phacoemulsification tip broke inside the eye. The phacoemulsification tip was removed with forceps and procedure completed with no patient harm reported.